Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to lead fracture.

Event description:
New information noted that high impedance was not on stored electrograms.

Event description:
New information noted that the patient was asymptomatic and was stable during and after the procedure.